Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the device was in use for a patient during an 8 hour reconstructive breast surgery. According to reporter, after 2 hours of use, the patient ventilation became difficult and patient's oxygen saturation rate had significantly dropped. The patient was then manually ventilated with no improvement. Anesthetist determined that the tube was blocked and the tube was removed and it was noted that the tube was bent at the 16cm mark. An alternate tube was placed with no adverse effects to patient.

Manufacturer narrative:
The reported tracheal tube was not returned for product investigation; however two pictures of the reported issue were provided. A review of the supplied pictures confirmed that the tracheal tube was bent. In order to replicate the failure reported, functional testing was performed on a similar product that was located at the manufacturing facility. During functional testing, the device was placed between two boxes for a period of 12 hours. After the 12 hours, the device was inspected for any deformities of the tube curvature; no discrepancies were found and the tube returned to its original form. The device was then folded in half and left for another twelve hour period. Again, after the 12 hour period the curvature of the tube was examined; no discrepancies were found and the tube returned to its original shape. Product evaluation and inspection was not able to determine the root cause of the reported issue; however, the most likely causes are; the tube becoming damaged after it left the manufacturing facility or the damage was originated during the test or use of the device.